Manufacturer narrative:
The device was unable to prime during prime test due to faulty force sensor resistor. The pump passed rewind, basic occlusion and displacement test. There was no motor error alarms noted. The motor passed motor test. The excessive no delivery alarms were unable to be verified due to prime anomaly. The pump was received with cracked reservoir tube lip, cracked case near display window corners, and stained end cap sticker noted. (B)(4).

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 220 mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.